Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no bacteria were detected from samples taken from the instrument channel, suction channel and air / water channel of the subject device. Therefore, it satisfied the french guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the two times microbiological tests by the user facility, ¿enterobacterium( >50 cfu) and klebsiella pneumoniae(30 cfu)¿ were detected from samples taken from the device. There was no report of infection associated with this report.